Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening anterior side assessed, as an unidentified (tear) opening (shell thickness within specification). Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Brown particles observed, in the surface of the shell. Observed, broken plug strap side assessed, as surgical damage. Observed, non penetrating nicks. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.